Event description:
Boston scientific recently received information that four years ago, one of the leads for this patient had punctured the patient's heart and lung. Additional information could not be obtained which lead actually did the perforation, as the patient also has two other competitor leads. After the perforation, the physician decided to replace the entire system along with this lead, which was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.